Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, a distributor contacted animas alleging that the display screen had become dim and faded. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow up #2 05/22/2014. Additional informationthis follow up report is being submitted to include additional information not provided on the first follow up: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: when the pump was powered on, the display screen was blank. The pump did have audible tones and normal vibratory functions. The display screen was found to be cracked. The broken display screen was removed and replaced it with a test screen. The test screen worked with no issues found. The allegation of a dim and fading display screen could not be duplicated during investigation as a result of the damaged display screen.